Event description:
It was reported the swivel mechanism of the affiniti 70 ultrasound system's control panel did not lock properly while transporting the unit within the user facility. The failure occurred outside of clinical use and no patient or user was harmed. The service engineer replaced the cable releases to address the customer¿s immediate concerns. Philips has started an investigation, and upon completion, a follow up report will be submitted.